Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56 cm model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm model #: sc-4318 lot #: 20284140 description: clik x anchor the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg pocket site. Symptoms of severe back pain and puffy skin were noted. It was mentioned that the cause of infection was unknown. The patient was prescribed antibiotics. The patient underwent an explant procedure wherein everything was removed. No device malfunction was suspected. The patient was doing well postoperatively.